Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. During support, the patient expired, after the pump was removed the aic would not turn off and was stuck on the generic screen. After approximately 20 minutes, the staff performed a hard stop using the off button under the aic. Then the aic appeared to turn on and off as normal. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The device logs were reviewed and showed that initial attempts at restarting the pump were successful, resulting in periods of stable hemodynamic support. However, the alarms cleared previously repeatedly triggered. These alarms would continue to trigger and clear from 2am to 10am, which were then followed by: pmd has detected a pump speed deviation. Logs show that console properly detected pump removal, also evident by loss of optical signal algorithms typically seen when a pump is removed. Device analysis: aic shutdown issues: the cause of the failure mode was use related. Pump pause: console was run with a pump and purge setup in the burn-in chamber for 5 days without any issues. Failure mode exhibited by the console was most likely due to a failing/failed pump. As the pump was continuously restarted after the initial failure, pump stops were occurring more frequently as the case continued to progress. The pump stop was not investigated, due to the product not being returned. This report is being filed as part of a retrospective review of historical records.